Event description:
Info received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician found the brake would engage but would not hold the bed. The technician adjusted the casters to repair the bed.